Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an "unable to calibrate iab optical sensor" alarm. The arterial waveform was difficult to read and there were no indications for blood pressure and augmentation. The medical staff attempted to zero out the readings and disconnect and reconnected the pump. Eventually, the central lumen was used as a transducer which zeroed out the readings, and therapy was continued. There was no reported patient injury.